Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a break in aseptic technique further described as the pt made a mistake (unspecified) and did not wear a mask while performing pd therapy. On an unreported date, the pt was hospitalized for the peritonitis. On an unreported date, the pt was treated with reflin for the event. At the time of this report, the outcome of the peritonitis was unknown and extraneal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.